Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a sigmoidectomy, the device seemingly fired successfully, however, when the reload was opened, it appeared to have not fired at all. When using a second reload, the device only fired half way. A new reload was used where the last staple line stopped and the case was completed. There was no injury, delay, or adverse event reported.

Manufacturer narrative:
Tracking number: (B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation. Correction to previously submitted reports regarding a manually created gap in the sequence number of follow up supplemental reports. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Tracking number: (B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
Manufacture reference number: (B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one powered handle, one adapter, and five reloads. Visual inspection of the cartridges revealed that reloads one and two were partially fired with the interlocks engaged. The anvil clamping mechanisms were deformed. Reloads three, four, and five had full complements of staples. No visual or functional abnormalities were noted with the adapter or handle. The reloads were loaded into the subject representative instrument (powered handle and adapter) for functional testing. For each reload, the reload detect led started flashing as intended, indicating that the software recognized the presence of a reload. The reloads loaded, unloaded, rotated, and opened and closed properly without difficulty. The reloads were applied to test media. All remaining staples were placed and the test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history records indicates the device lot numbers were released meeting all quality specifications. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.